Event description:
A discharge error was reported to philips healthcare on the heartstart xl. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.